Event description:
Pt on 5fu infusion. Catheter was inadvertently clamped and leak developed at point where tubing attaches to filter. Upon further exam. User found that tubing was not properly attached to filter. Lack of security caused leak and prevented high pressure alarm. Low rate (1mg/hr) prevented significant exposure of pt to drug. User states this is the second such incidence with this product.